Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the patient orders did not prompt. A technical support specialist worked with technical support specialist moved the database to other drive to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system patient orders did not prompt, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.